Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, placement difficulty was encountered due to patient anatomy. High thresholds and high impedance was also noted. The rv lead was replaced. No patient complications have been reported as a result of this event.